Manufacturer narrative:
Concomitant medical products: product ID: sdr303b, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2017.

Event description:
It was reported that the atrial lead fractured several years ago. The patient did not require a lot of pacing; therefore, the decision was made to reprogram the device mode to ventricular pacing and sensing and wait to replace the lead when the device need replacement. At the replacement procedure, imaging indicated a complete fracture of the lead just beyond the suture sleeve. The distal portion of the lead was removed with gentle traction and the remainder of the lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer and the inner insulation of the lead became breached due to a rupture while in vivo. If information is provided in the future, a supplemental report will be issued.